Manufacturer narrative:
Initial reporter address : (B)(6).

Event description:
It was reported that balloon rupture occurred. The patient presented with shunt failure. The 100% stenosed target lesion was located in a shunt in the severely calcified and moderately tortuous left forearm. A 4.0mm x 40mm x 40cm sterling balloon catheter was advanced for dilatation. However, on the first inflation at 6 atmospheres for 60 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported. The patient status was good.